Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were hospitalized due to high blood glucose level, diabetic ketoacidosis and vomiting on (B)(6) 2020 for one week. Customer was admitted to hospital and treated by insulin drip. It was unknown if insulin pump was on auto mode. It was reported that the customer was off the insulin pump. It was reported that the customer declined troubleshooting. Insulin pump will not be returned for analysis.